Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that when attempting to take biopsies, the biopsy device failed to collect a sample. No patient injury to report.

Manufacturer narrative:
The suspect device was returned for evaluation. The failure reported by the customer was observed. Simulated clinical use testing was conducted using a guided breast biopsy phantom gel. The device was fired 5 times to collect sample, 3 times in a mode and 2 times in d mode. The device was able to successfully collect sample in d mode; however, no sample was collected when the device was fired in a mode. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and three similar complaints for this lot number were found.